Manufacturer narrative:
Result of investigation: distributor carried out full functional and electrical tests, but no faults found. Also, error log was checked, but no pressure errors recorded. The suspect device has been returned back to use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.

Event description:
It was reported to vyaire medical that the infant flow sipap stopped working/ventilating. Loss of pressure. As of this time there is no information about patient involvement associated with this reported event.